Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the circuit board in the endoscope connector may have been broken. The circuit board may have been broken due to external stress of bumping or else during handling of the device, causing irregular load to the internal circuit board since scratches were observed on the endoscope connector. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an e218 scope error (the image did not appear). The issue occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed using the same set of equipment. There were no reports of patient harm.